Event description:
Asr revision, asr resurfacing (right), reason(s) for revision: suspicion of looseness and or fracture of the femoral component. Femoral component replaced with xl system and corial. Cup remained.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision. Asr resurfacing (right). Reason(s) for revision: suspicion of looseness and or fracture of the femoral component. Femoral component replaced with xl system and corial. Cup remained. (B)(4). **update** received 2nd dec 2013 - additional reason for revision - pain. Update received 3rd june 2014 - additional product added. Complaint category amended from dislocation to loosening. New fields completed. Additional reason for revision added: noise.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.